Event description:
It was reported that high impedance of greater than 40,000 ohms was measured on the implantable neurostimulator (ins) during an ins replacement surgery. The ins was being replaced due to normal battery depletion. Prior to the surgery, the ins was dead so an impedance measurement was not possible. Impedances greater than 40,000 ohms were measured on electrodes 1, 2, and 3 on the left side and 9, 10, and 11 on the right side after the ins was replaced. During the surgery, the healthcare professional (hcp) had a difficult time withdrawing and inserting the extension on the right side. The hcp decided to leave the programmed settings as they were and have the patient follow up with a neurologist. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v443426, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturing representative informed the patent's healthcare professional (hcp) about the situation and the hcp was going to follow up with the patient.

Event description:
Additional information received reported the healthcare professional (hcp) did not know if the impedance issue had resolved. The patient had recovered without permanent impairment.